Event description:
I had a monarc tot sling implant for sui (stress urinary incontinence) 8 months ago. Since then, I have had extreme pain in my groin/leg that has become increasingly worse. I have been using a crutch and needing prescription pain meds for the last few months. I have been to multiple doctors, while my problems became worse. Finally, I heard of a doctor in (B)(6), across the country from me, who might be able to help me. I flew there for a consultation, and am flying back to have mesh removal surgery ((B)(6) 2012) but need to wait months because he's so booked up helping other women. In the mean time, I need handicap parking, am working reduced hours, taking pain meds, using a crutch, and am in constant pain. My quality of life has greatly diminished and I worried that I will have permanent damage. I'm only (B)(6). I have a family to take care of but can do less and less lately. All this for a minor embarrassing problem that I would have much rather lived with than endure this.